Event description:
Medical grade ups with isolation - 110v ergojust cart, power conditioner cable smoked and sparked no patient involved. No injuries.

Manufacturer narrative:
Initial report (ref complaint (B)(4) ). Per (B)(4) xltek eeg psg risk analysis, hazard i.d. Line 2.1 failure of amplifier power supply/ transformer, the severity score 11 is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out. Tpi-2335 created for engineering investigation.

Manufacturer narrative:
Follow up report 002 (ref complaint (B)(4)) technical service requested product return, questionnaire. Five attempts were made to gather information on the device. Despite multiple attempts product was not returned. No CAPA's related to this issue. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. DHR review: n/a -no DHR for this part. Service record review: n/a- not a serviceable device. Manufacturing date: manufacturing date not available investigation result code (n/a to all qms):neuro sbu/product not returned closure rationale:complaint could not be verified, materials not returned for analysis. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed. Related reports: the customer reported 2 similar failures ref to MDR 9612330-2022-00005 and MDR 9612330-2022-00007 and the parts were returned and investigated by powervar. It was noted that: the nature of the damages allows to conclude that the cause of shortages was an overly excessive pull-out force applied to power cords repetitively for an extended time period. .

Event description:
Isolation transformer - 110v ergojust cart. Power conditioner cable smoked and sparked no patient involved. No injuries.

Manufacturer narrative:
Follow up report (ref complaint (B)(6). Customer reported fourth isolation transformer same issue. No one was injured. Field service technician. On-site: customer had extra isolation transformers. Could not associate isolation transformer with particular cart. Customer took first two isolation transformers with burnt plugs and replaced with spares. Returned those two and would provide tracking numbers. Isolation transforms have ten-foot cable. Two isolation transformers with burnt plugs at site. Plugs had a burn hole where ac plug clamp squeezed cable to secure it. Field service installed four ups units on four carts with isolation transformer box. Customer could not determine which cart originally had a burnt plug. The customer provided pictures of the affected part. 11 apr 2022 engineering confirmed correct part for this case/related cases is iso-na-ej. Further investigation to be carried out. .

Event description:
Isolation transformer - 110v ergojust cart. Power conditioner cable smoked and sparked no patient involved. No injuries.